Event description:
It was reported the patient underwent a total hip arthroplasty and was subsequently revised approximately 2 years post-implantation due to extensive metallosis associated with trunnionosis, resulting in replacement of the implant with a device from a different manufacturer. Approximately 9 months post-implantation, the patient underwent an ultrasound-guided aspiration that removed about 40 ml of hematic fluid. Approximately 10 months post-implantation, a new hematoma was observed, and no aspiration was performed at that time. Approximately 12 months post-implantation, another aspiration was performed and infection was reportedly ruled out. A gluteus medius (whiteside) reconstruction was later scheduled; intra-operatively, extensive metallosis due to trunnionosis was noted, leading to replacement of the prosthesis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in portugal. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.